Manufacturer narrative:
The complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model dla23, s/n (B)(4) were pulled and reviewed by quality control at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model dl) mitroflow aortic pericardial heart valve at the time of manufacture and release. As the device was not available for analysis, no further investigation can be conducted at this time. Based on the review performed, no manufacturing deficits were identified and the root cause of the event is unknown. The manufacturer acknowledges the late reporting of this additional information. Device not available for return.

Event description:
The manufacturer was notified of the following event on (B)(6) 2016: a dla 23 sn # (B)(4) was implanted on (B)(6) 2016. On (B)(6) 2016 the device was explanted and replaced with a second dla23 with sn # (B)(4). Additional information received on november 3, 2017 detailed that the valve was explanted due to vegetation on the valve. The patient is doing well. No information is available about the patient's clinical history or risk factors, and the device is not available for analysis.

Manufacturer narrative:
Manufacturer acknowledges the late reporting of this case as this case was reported through patient tracking form. There was no information available as to the reason of explant. Manufacturer is reporting this case in conservative manner and is trying to obatin further information.

Event description:
The patient tracking department recieved on 23 aug 2016 the 2nd patient registration form for patient who had a dla 23 sn # (B)(4) implanted on (B)(6) 2016 at (B)(6) regional med ctr, (B)(6). Second patient tracking form is for a dla23 with sn # (B)(4) which was implanted on (B)(6) 2016 at same position at the same hospital. Reciept of second prf indicated the explant of the first valve and implant of the second valve. The reason for the explant is unknown. No further information provided.